Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in the calcified and severely tortuous left circumflex (lcx) artery. After pre-dilatation, the liberte stent delivery device was advanced but met with resistance and was unable to cross the lesion. Upon withdrawal of the delivery system, the stent dislodged from the balloon. The stent was successfully removed from the patient. The procedure was completed with another same device. The patient's status is reported as "no problem". Additional information has been requested. If obtained, the additional information will be summarized in a supplemental report.